Manufacturer narrative:
Date of submission (B)(4) 2017 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: the black box for the date of the complaint was not available; a review of the current black box showed partially discharged batteries had been installed on (B)(4) 2017. The battery compartment was intact with no damage or evidence of moisture ingress. The returned battery cap fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and no evidence of moisture ingress was observed. The complaint of a battery life issue was not duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.